Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when attempting to transmit electronic data. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported unexpected device shutdown. Physio did observe that the device was unable to power on when a battery was installed in battery well. The device was able to power on when the battery was installed in battery well, the rear case was replaced, and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio further evaluated the removed rear case and determined that the cause of the reported issue was due to the battery pin being pushed in through the grommet and unable to make contact with the battery in well 1.

Event description:
The customer contacted physio-control to report that their device powered off by itself when attempting to transmit electronic data. There was no patient use associated with the reported event.